Event description:
It was reported that the user experienced a restart alarm associated with consecutive stalled motor and was connecting the cartridge to the connector outside of the pump, after which the pump was allowed to power down and restart; the alarm recurred several hours later, and a call-center dry run advanced past 120 units without issue. Symptoms included no reported injury. Outcomes included temporary discontinuation of pump therapy with treatment by multiple daily injections and no reported adverse event. Investigation included a call review, user interview, troubleshooting, and education on correct supply change and connection technique. Investigation of this case revealed improper deployment of the infusion set or incorrect attachment of the infusion set connector, with no device performance issue observed during the dry run, consistent with a use-related connection error leading to motor stall alarms. It was concluded, based on previously established findings for similar reports, that the cause was user technique error.